Event description:
During an extreme lateral interbody fusion it was reported the surgeon had a deficit during the procedure, as well as some unexpected stimulated emg responses. The deficit was most likely due to retractor placement and retractor time. Stimulated emg responses were most likely due to pushing down the nerve tissue. It was discussed with the user to use tmap and saphenous sseps for future cases.

Manufacturer narrative:
The device was returned to nuvasive and no defects were found and the complaint cannot be confirmed. Examination of the returned device was completed by nuvasive specialist where no problem could be recreated and the device passed all functional testing. Review of the provided information identified the monitoring system picked up signals consistent with nerve compression and no device failure was stated. Though no root cause can be confirmed surgeon's comment suggests retractor placement and duration as the likely cause and or contributor of the event. Additionally the report stated the surgeon was educated on alternate monitoring modes and placement that may provide improved outcome. No additional investigation can be completed. Labeling review: "...warnings, cautions and precautions: read all instructions and understand all warnings and cautions before using the nvm5 system and accessories. Failure to do so may lead to serious medical consequences. Refer to the instructions for use accompanying other nuvasive devices before use with the nvm5 system to confirm proper use of these devices...". "...pre-operative warnings: the methods of use of instruments are to be determined by the user¿s experience and training in surgical procedures. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient...". "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient...".